Event description:
During a breast biopsy, the surgeon reported that he went to use the cut mode on the pencil and instead the coag mode lit up and the patient suffered a small burn.

Manufacturer narrative:
It was reported that during a breast biopsy, the surgeon went to use the cut mode and instead, the coag mode lit up. The patient suffered a small burn at the incision site. The area was excised and no further intervention was required. The facility reported that a teflon cautery tip and a valley lab generator were being used. The generator settings were reported to be 20 cut/20 coag. The pencil was returned and evaluated. The pencil functioned as intended in both cut and coag modes. The issue could not be duplicated. No malfunction was identified. There was no evidence of blood on or around the buttons on the pencil. The buttons depressed when tested and returned to the neutral position after release as intended. The generator is not a medline generator. It is not known if the generator was functioning as intended. It is also not known if user error played a role in this incident. Our investigation did not reveal any malfunction or manufacturing defect of the pencil. A root cause has not been determined and no corrective action is indicated. However, due to the reported burn, this medwatch is being filed.